Manufacturer narrative:
The technician installed the missing trend and reverse trend assemblies along with the trend rod to repair the bed. The account did not know how the bed was missing the parts.

Event description:
Info rec'd indicates the bed did not have any trend or reverse trend assemblies and the trend rod was also missing.